Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue, a key contact defect, evidence of contamination, and a display failure. This report is made based on results of investigation completed on 03/12/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings: during investigation, the up arrow keypad button was intermittently unresponsive. Evidence of contamination was found under the contrast and up arrow button contacts. The up arrow contact was inverted and the ok button contact was damaged. The display screen was dim and discolored. The keypad cover had been returned torn. (B)(6).